Event description:
The user facility returned a evis exera ii duodenovideoscope to the service center for an annual inspection. During the inspection and estimation of the returned device, foreign material and residual liquid was on the forceps elevator. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the annual inspection.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered foreign material and residual liquid on the forceps elevator due to insufficient cleaning or incorrect reprocessing of the scope. Additionally, watertightness was lost due to looseness in the control section. It was observed that the connecting tube had a scratch, and the plastic distal end cover had a dent. It was also observed that the bending angle in all direction did not meet the standard value due to wear of the angle wire. Also, the play knob in all directions did not meet the standard value due to wear of the angle wire. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter and residual liquid that was found around the base of the forceps could not be identified and the root cause could not be determined. The following is included in the instructions for use (IFU): "IFU states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.